Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the infusion set was leaking. The customer¿s blood glucose level was over 600 mg/dl at the time incident. The customer reported that her blood glucose level was 140 mg/dl before dinner and after few hours it was high. The customer saw that the adhesive patch was drenched with insulin and insulin was leaking at site. The customer went to hospital as she was not able to treat herself for high blood glucose level. The insulin pump will not be returned for analysis.